Event description:
Customer received a blood glucose result of 462mg/dl at 8 or 9 am. The customer injected normal amount of 70/30. At 3 or 4pm the customer received a result of 340mg/dl. They ate and injected 35 units of 50/50. At 8pm the customer received a result of 292mg/dl. The customer called the dr at 1 am and was instructed to inject 20 additional units of insulin. At 2am the customers blood glucose level was 360mg/dl. They went to the hosp because they were shaking and sweating. At the hosp at 3am the hosp's device read 52mg/dl. The customer was given orange juice and dextrose IV. The hosp performed a cat scan, chest x-ray, blood and urine work. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.